Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that during operational check device displays, "defibrillator disabled." There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
It was reported to philips that during operational check device displays, "defibrillator disabled." The device was in use on a patient at the time of the reported issue, however, there was no reported adverse event to the patient or user.